Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. There was no relationship found between the returned device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection finds the product outside its original packaging. The insertion device was returned without any suture material or the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the twinfix anchor and per case details, a small piece remained within the bone. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Migration is unlikely as it was reported the fragment remained in the bone. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder cuff arthroscopy, after placing the twinfix ultra anchor in the bone and removing the insertion cable, the anchor was broken, leaving some fragments that came loose in the joint. A small part of the anchor remained inside the bone and the rest was removed from the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H6: component code, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
H3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. This case reports the breakage of the twinfix anchor and per case details, a small piece remained within the bone. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Migration is unlikely as it was reported the fragment remained in the bone. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿ b5: event description. H6: health effect impact code."

Event description:
It was reported that during a shoulder cuff arthroscopy, after placing the twinfix ultra anchor in the bone and removing the insertion cable, the anchor broke, leaving some fragments that came loose in the joint. A small part of the anchor remained inside the bone and the rest was removed from the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.